Event description:
Healthcare reported after injection with 2 syringes of juvederm ultra xc in the "chin and mouth" that the pt experienced "pain and swelling" on the face noticed about 5 days after injection. The pt was treated on the day of onset with a "medrol dose pack and kelflex" to "help get over the symptoms." The healthcare professional believes the pt may be having an allergic reaction to the product. Symptoms are ongoing, but the pt is "doing better." Pt was concomitantly injected with 2 syringes of juvederm ultra plus xc in the "nasolabial folds, corners of the mouth, and lip lines." This is the same event and the same pt reported under MDR ID # 300513652-2015-00245 (allergan complaint # 1190627). This MDR is being submitted for the second suspect product, juvederm ultra xc, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 07/09/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of pain, swelling, and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.